Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that he experienced a possible broken sensor wire. Pt felt the wire may have broken off when he pulled the sensor off because it was itching. Pt believed he removed the wire but had a small lump at the insertion site. No medical intervention was required, and pt was fine at the time of his call.